Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3, h4, d4. H3 investigation summary: the product was returned to eth for evaluation. Visual inspection revealed that one winding former with eight needle suture combinations were received for analysis. The product code vcp771d is multistrand and contains eight strands per packet. Upon visual analysis of the returned sample, foreign matter that appears to be silicone was observed in the needle from slot #5, while the remaining needles showed no anomalies or issues related to foreign matter. A photo was provided showing one winding former with eight needle suture combinations on the foil packet and foreign matter in the needle from slot #5. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device 108rdd / vcp771d batch number, and no non-conformances were identified. Expiration date: a manufacturing record evaluation was performed for the finished device batch number 108rdd. The needle raw material rmc 481830 lot numbers1013997612, 1014004061, 1013997618, 1013970536, 1013997645, 1013992369, 1014004062, and 1013977006. No non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. It was reported that it was found that there had been foreign matter in the newly dispensed suture before the surgery. Changed another one to continue the surgery. There is no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 4/7/2026 h6 component code: g07002 - pending evaluation of returned device this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) --inside the sterile barrier - please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? What was the texture? --please refer to the device returned. - are there any photos of the foreign matter available? --no - was the product seal on the foil still intact when the package was opened? --yes - was the procedure completed without any adverse effect to the patient? --yes d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.